Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the usb cable would no longer work to charge the pump. Reportedly, the customer was able to charge the pump with an alternate cable. Replacement cable was sent to the customer. Customer experienced a low blood glucose (bg) level of 42 mg/dl due to pump settings. Customer consumed carbohydrates to treat the low bg. Recommendation was made for the customer to consult with a healthcare provider regarding settings adjustments.